Event description:
It was reported that pump touchscreen was cracked and shattered, customer was still able to interact with pump. There was no reported impact to the customer¿s blood glucose level. Customer continued to use current pump as backup until replacement arrived, and technical support arranged shipment of replacement pump.